Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 28mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the distal part of the stent strut was damaged/broken. The procedure was completed with a 3x28 synergy stent. There were no patient complications reported.